Manufacturer narrative:
Pump was received with missing retainer, scratched case, pillowing keypad overlay and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had physical damage on the insulin pump. The customer's blood glucose was unknown. Troubleshooting did not occur for the pump. The insulin pump will be returned for analysis.